Manufacturer narrative:
UDI is unknown; no additional information was received. The device was returned for evaluation. It was received in good condition, no damage found. The event history log (ehl) showed invalid syringe size alarms. Functional tests were performed and found to be within specifications. Syringe testing revealed that the reported problem is likely due to user selected a different syringe (make and model) than what was loaded onto the pump. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump was not recognizing the syringe being used, and was unable to use the syringe on the pump. There was no patient injury reported.